Event description:
A customer reported repeated occlusions in a patient's insulin pump, prompting a caregiver to worry about potential issues. Despite these concerns, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer engaged with technical support to address a tandem mobi cartridge alarm and performed troubleshooting, such as changing the infusion set and cartridge daily. Further troubleshooting was declined, but technical support provided instructions for resolving another alarm issue. The customer felt satisfied with the service and would contact support again if needed.